Event description:
Customer reported 4 occurrences of conflicting results; patient received positive results for flu b followed by negative results for flu b.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.